Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit board. The system operates as intended.

Event description:
The customer reported the c-arm will not boot up. No patient injury was reported.